Event description:
Consumer claims the frame has been bent since the day he received it. All 4 wheels are on the ground when he is sitting in it, but they wheels will sometimes flutter when trying to push the chair.